Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26-us, serial/lot #: (B)(4), ubd: 13-sep-2020, UDI#: (B)(4) product analysis: the dcs was discarded and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve at approximately 3-5mm below the stent frame base of an existing non-medtronic surgical valve, upon release from the delivery catheter system (dcs), the nose cone of the dcs caught the inflow portion of the transcatheter valve frame and the valve dislodged. A snare was used to pull the valve to the ascending aorta. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.